Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10. Additional information received from authorized distributor, indicating the following: "hospital (B)(6) hospital. Address: (B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
An authorized distributor reported that a patient's head slipped out of the mayfield modified skull clamp (a1059) during an unspecified surgery. The distributor is unsure of the reason for the incident. But stated that the neurosurgeon who was performing the procedure ordered this clamp to be serviced. Additional information was received from the distributor indicating the following: "as far as we know, nothing bad happened to the patient. Neurosurgeon installed another clamp. As we cannot find failure in this clamp, we assume human error, product mishandling was in the background of the problem. However, please check this clamp, mainly by simulating load (skull) and vibrations typical."

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the unit could not duplicate "slippage." The swivel lock of the unit has minimal rotational play which can be adjusted at the customer's request by replacing some small internal parts; however, the customer requested that we only test the function of the device and not adjust the swivel lock. The plunger assembly of the unit fixes the ratchet extension of the unit according to the manufacturer's specifications and the 80lb pressure screw also works properly. The test procedures did not detect any faults that would cause the unit to slip off the patient's head. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.